Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having trouble increasing stimulation, they could turn it on but the numbers wouldn't increase. The patient also reported at one point they saw a call your doctor screen. The patient had a por when making an adjustment to their stimulation because they were having trouble with their bowels. The patient stated they noticed ¿mucousy¿ stuff coming from their bowels and it all came at once. The patient stated they were passing things they ate but wasn¿t digesting. The patient stated they had more mucus than normal. The patient stated their therapy had been doing really well and they had been back to their doctor 2-3 times for routine programming. The patient was redirected to their healthcare provider to get the por cleared. No further complications were reported.